Event description:
It was reported when the doctor was implanting thin flap screws into the patient's bone, three of the screws broke while implanting. The tip of the screws remain in the patient's bone. There were not any issues with the other screws implanted.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(6).